Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners caused their gums by the upper central incisor to split causing bleeding, irritation and swelling at the back of their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.